Manufacturer narrative:
Correction: the correct facility name should have been "the cardiac centre", rather than "cardiac clinic". The correct city should have been "gold coast", rather than "brisbanr".

Event description:
New information notes that programming changes were made to address under-sensing.

Manufacturer narrative:
Correction: the correct event description in b5 should have been "new information notes that no programming changes were made to address under-sensing." Rather than "new information notes that programming changes were made to address under-sensing." The correct impact code should have been "no health consequences or impact" rather than "unexpected medical intervention".

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) exhibited under-sensing and causing false positive episodes. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.